Event description:
(B)(4). The patient was enrolled in (B)(6) of 2007. A type I lesion was identified in the left carotid artery. The reference vessel diameter was 6.0mm and the lesion length was 10mm. There was 67% stenosis as measured via nascet. The target vessel was moderately tortuous with 1+ calcification present. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Cerebral protection was not used. A 7.0mm/30mm carotid wallstent monorail was delivered and the wallstent successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Slight bradycardia was observed. The bradycardia was resolved without residual effects. Atropine 0.5ui and heparin were used during the procedure. The procedural was technically successful. Residual stenosis was 0-29%. Post-procedure the patient remained asymptomatic. The carotid wallstent was found to be patent with a residual stenosis of 10%. No post-procedure adverse events were reported.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.